Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. Initial reporter - the article was written by kotwal et al under the hindawi publishing corporation (2015), http://dx.doi.org/10.1155/2016/6318060.

Event description:
Information was received based on review of a journal article titled, "total humeral endoprosthetic replacement following excision of malignant bone tumors" which reports the functional oncological outcome of patients who have undergone total humerus endoprosthetic reconstruction for malignant bone tumors for the past two decades using both custom-made and modular total humeral endoprosthetic implants, including a monoblock, cobalt chrome humeral head component with titatnium diaphseal segments of sequentially increasing lengths, manufactured at (B)(4). A patient identified in the article underwent a total shoulder arthroplasty on an unknown date. Subsequently, the patient experienced subluxation 24 months post-op.